Manufacturer narrative:
Additional information: UDI#: (B)(4). The device was returned for evaluation. The shock cushion had moved forward impeding the handle from closing and holding properly. Additionally, the 6-inch transitional teeth, shock cushion, and 1/4 inch pin were all worn. The adjustment wrench had worn threads. No DHR review was possible as the provided serial number: (B)(6) does not appear to be valid integra identification number. No other lot or serial number was provided during the course of complaint investigation. The reported complaint was confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the headrest of the a2101 mayfield ultra base unit will not lock properly. There was no known patient injury nor delay in surgery.